Manufacturer narrative:
All samples tested meet the requirements of the tensile strength of the device. Samples from same lot indicates they would perform as designed.

Event description:
It was reported that patient underwent procedure utilizing a suture lariat on (B)(6), 2012. During the procedure, as the surgeon was using a suture lariat, the wire loop fractured. Two more suture lariats fractured during the same procedure. A delay of more than half an hour occurred.

Manufacturer narrative:
This event refers to three devices from the same lot. The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, it states, "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage". Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.